Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Obvious decline in kid's hearing performance was noticed by guardians on (B)(6) 2015. Problems of external devices were excluded and a history of head trauma was denied.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in kid's hearing performance was noticed by guardians on (B)(6) 2015. Problems of external devices were excluded and a history of head trauma was denied. The patient has been re-implanted.